Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding instrument fracture involving an acetabular reamer handle was reported. The event was confirmed. Evaluation performed by the supplier confirmed the event. No medical records were received for review with a clinical consultant. No discrepancies were reported. There have been no other similar events for the referenced lot. Conclusions: the returned device was shipped to the supplier, (B)(4), for evaluation. The supplier confirmed the event and further noted that manual surgical instruments have a limited life span which is influenced by wear and damage incurred by the device with cyclic use. No further investigation is required.

Event description:
It was reported that during a primary hip surgery the hemi-reamer handle snapped at the junction with the drill crinkle.

Event description:
It was reported that during a primary hip surgery, the hemi-reamer handle snapped at the junction with the drill crinkle.